Manufacturer narrative:
D4: catalogue number "21-7394-24 or 21-7322-24". Lot number "4461295 or 6005543". H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4461295, was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The number 6005543 does not exist in the ICU medical database. The customer reported issue could not be confirmed by the investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient arrived at infusion for discontinuation of pump, the cadd pump was stopped and the pump was reviewed by the registered nurse. Per reporter: total volume delivered 567 ml, reserve volume 0 ml. However, when the bag was opened, a full bag of epoch was observed. Patient claims no occlusion alarms were heard while at home or while getting to the appointment. All clamps were noted open and tape appropriately, lines free of kinks and occlusion, both cvc lumens intact with brisk blood return noted and both flushing easily with ns. Continuous infusion rate was 23.6 ml/hour, total reservoir volume was 567 ml, was given 567 ml. When the patient was examined, the entire drug volume appeared to not have infused at all. The air detector was off, upstream sensor was off, length of infusion was 24 hours, lock level was 2, a closed system transfer device (cstd) was used to fill cassette. The pump was not used to prime the extension tubing, primed tubing in hazardous hood. Patient was considered to miss a dose, and an additional bag was administered. No patient harm/adverse event reported.